Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station door 1 was failed and required maintenance. The field service engineer (fse) had performed a troubleshoot diagnostic and identified oxidized harness connections. Additionally, wiring harnesses for doors 2, 3, and 6 were found to be configured incorrectly. The fse cleaned, treated, and corrected all harness connections, verifying proper installation and contact. Testing was resumed with no further issues observed. All bus and harness connections were confirmed, and door/latch operations were successfully verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, its door was clicking when opening and won't stay closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, its door was clicking when opening and won't stay closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. "E.1. Initial reporter facility: (B)(6).